Manufacturer narrative:
MDR initial report submitted: 2/26/09.

Event description:
According to the reporter: procedure: open ileal conduit urinary diversion. Surgeon opened the pt to do diversion. For this part, he used the ta90 but this device misfired and the bowel anastomosis did not take and the bowel was open. All of the 4.8mm staples were pushed up about 3mm but were not formed. No pt injury or tissue damage. Surgeon had to do the anastomosis by hand with sutures. Medical condition: invasive bladder cancer.